Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir tube completely broken off.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir tube completely broken off.

Event description:
Customer reported via phone call that insulin pump had halfway broken plastic by the reservoir compartment. Customer¿s blood glucose was 249mg/dl. Customer stated that they are able to lock reservoir in place. Customer was advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be returned for analysis.